Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. Access into the right femoral vein was gained, then insertion of the watchman fxd curve access system with a non-boston scientific (bsc) access sheath followed. The physician announced to give heparin. Just before crossing the septum, the bsc representative stated that they had not heard heparin was given. The physician announced it again and the anesthesia responded by giving heparin. The transeptal puncture was obtained. The non-bsc sheath was removed, and the pigtail catheter was inserted in the laa. Angiogram was obtained of the laa. A 31mm watchman flx delivery system was prepped in normal fashion and inserted in the watchman fxd curve access system. Just before the watchman device was locked into place of the watchman fxd curve access system, the transesophageal echocardiogram (tee) cardiologist said to pause as there was a possible thrombus at the tip of the watchman fxd curve access system. The watchman flx delivery system was retracted back through the watchman fxd curve access system. There was a visible thrombus on the tip of the watchman fxd curve access system. The implanting physician clarified that heparin had been given. Anesthesia stated that they gave 5,000 units, only the half dose to total the patient was to receive. The implanting physician clarified the total dose, and the remainder 5,500 units heparin was given. An activated clotting time was drawn immediately, which was 254 seconds. The physician felt it was safe to continue with the case. All original equipment was exchanged for a new watchman fxd curve access system and a 31mm watchman flx delivery system. Post procedure the patient was returned to their room for recovery, at approximately 9:15am. Physician notified the bsc representative at 12:22pm the same day, that the patient had a stroke and that they were now giving the patient lytics.